Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in main drawer 4.1 were failed and not detected on bus. A field service engineer identified that half-height main drawers 4.1 and 4.2 failed to recover, performed troubleshooting, and determined that the pyxibus module controller (pmc), drawer controller, and retractor band were defective, replaced all faulty components, tested the station using hardware test application (hta) diagnostics, and confirmed proper functionality with the customer, also found that auxiliary full-height drawer 6 was not detected on the bus and failed upon opening, powered off the station, disconnected the pyxis bus cable, cleaned and reseated all connectors associated with the drawer, rebooted the unit, tested the station using hardware test application (hta) diagnostics with no issues detected, and verified successful operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.